Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent an explant procedure and the explanted device components were not returned as it was disposed by the facility.